Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was an issue with monopolar energy. The cutting option was working but the coagulation option was not functioning properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer reported that the issue was identified during a partial nephrectomy procedure on (B)(6) 2024 and ports were placed prior to the issue being identified. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The isi technical support engineer (tse) was not contacted for troubleshooting. The customer switched to the other generator to resolve the reported issue to continue the procedure. There was no patient injury as a result of the issue. The surgeon was still able to proceed with the procedure using monopolar energy on the alternative electrosurgical generator unit (esu). The customer used same generator for the bipolar energy and other covidien generator for monopolar energy. No patient demographics were available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the error c-34 was confirmed and reproduced. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.